Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure and interface failure. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the field service engineer investigated the device.